Manufacturer narrative:
Additional procodes: hsz, gfa, gff. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the tip of the drill bit broke when the drill bit was rotated in contact with a k-wire for temporary fixation. The broken drill bit was removed from the body. The surgery was completed within thirty minutes delay. There was no patient consequence. This report is for a 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).